Manufacturer narrative:
Qc was acceptable. The serum sample used appeared to be slightly hemolyzed. The customer used a centrifugation speed of 3500 rpm which may be too fast for the type of sample tube the customer uses. No issues were identified during a review of the alarm trace. Service did not find a cause for the issue. Based on the data provided, the cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e 411 immunoassay analyzer. The initial result was 1.28 u/ml. The sample was repeated twice with results of 32.92 u/ml and 31.05 u/ml. The questionable result was not reported outside of the laboratory. The ca 19-9 reagent lot number was 464665. The expiration date was not provided.